Event description:
A customer reported to olympus, when using the evis exera iii video system center periodically/regularly there is no image on the screen only static noise. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer stated after discussion and troubleshooting they could not replicate the issue. The customer was instructed to swap out the subject device and the serial digital interface cable. The customer was also instructed to monitor what occurs before the issue, note what scope is being used and if the entire screen has static noise or just the scope image. Olympus is awaiting an update from the customer regarding the findings. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected data: h4 (incorrect date was listed on the initial report.) Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a poor cable connection, or dirt/foreign matter on the video connector terminal. Olympus will continue to monitor field performance for this device.